Event description:
It was reported that the patient experienced recurring incontinence with ams 800 artificial urinary sphincter (aus) due to tissue atrophy. The existing aus cuff was removed and two new cuffs were implanted at the bulbous urethra using perineal approach. The patient is recovering from procedure.